Event description:
The customer reported an undefined opcheck failure with status log errors and was requesting the joules to be checked. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).